Manufacturer narrative:
Date sent to the FDA: 11/9/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 10/1/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-22042021-0000944423 submitted for adverse event which occurred on (B)(6) 2016. Mwr-22042021-0000944424 submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent exploratory laparotomy and lysis of adhesions on (B)(6) 2016. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted a small bowel obstruction and extensive intra-abdominal adhesions. It was reported that the patient experienced severe pain, nausea, bowel blockages and obstructions, adhesions, organ inflammation and fluid in abdomen. No additional information was provided.